Manufacturer narrative:
Device analysis: the oad was returned with the guide wire not engaged in the driveshaft. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft just proximal to the crown. Examination in the areas of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The initial visual examination of the returned guide wire revealed that the spring tip was detached and missing. The diameter of the fractured section of the guide wire core wire was measured and indicated that the fracture occurred in the tapered section of the guide wire, between 4.2cm and 1.2cm proximal to the distal end of the spring tip. The guide wire core wire legnth was measured at approximately 324.9cm in length, indicating that approximately a 0.1cm section of the distal guide wire core wire had fractured off. No biological material was observed on the guide wire. The fractured section of the returned guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified rotational scoring and torsional shear dimples on the guide wire core wire. The damage is consistent with the oad tip bushing contacting the guide wire spring tip during device rotation. An in-house 0.012" test wire was loaded through the device without issue. When tested, the device spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities or unusual sounds observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire was contact between the oad tip bushing and guide wire spring tip during device rotation. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the right coronary artery (rca). In order to pass a guide wire through the lesion, the physician first utilized laser atherectomy in the distal rca and followed-up with balloon angioplasty. The physician then crossed the lesion using multiple guide catheters and guide wires. A csi viperwire guide wire was then advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed multiple runs at low and high speed to treat the lesion. It was noted that after the third run, the tip of the viperwire had prolapsed, but atherectomy was continued. During the final run, the physician observed that the tip of the guide wire broke off in the rca. At this point, the patient status declined and emergency measures were taken to stabilize the patient. The tip of the wire was left in the patient and the patient status was stable at the end of the procedure. Three requests for additional information have been made, but none has yet been received.